Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed four times for no delivery. The customer reported that he took off the insulin pump due to the alarms. The customer put the insulin pump back on and reported that a bolus delivered properly and that it was working properly. The blood glucose reading was 294 mg/dl. The customer reported that the alarms had been resolved with a complete set change. The customer reported that when only the infusion set was changed, the alarm reoccurred. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.